Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an exactamix 500 ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag leaked on the left side. The leak was discovered during the preparation of nutrition in the central mixing plant prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Correction: d1, d4. Additional information: g4, h4, h6, h11. H4: the lot was manufactured between november 14, 2023 - november 15, 2023. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.